Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection and flow rate testing were performed. The device flowed without issue. The flow rate was found to be within specification and no malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor stopped infusing. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.